Manufacturer narrative:
A retrospective review of this case based on FDA inspection may 22, 2025 has been conducted with the conclusion to file an MDR report for this event. The customer reported that a nurse managed to attached the frame holder incorrectly resulting in dbs electrode being misplaced by ~1cm. The position was corrected using a different frame holder. The hospital confirmed that the patient was alright. The user is experienced but may have been distracted because of a student in attendance. A non-transparent drape was used, the mis-docking could have been detected at this stage, it was detected when the drape was removed. No additional images were taken and the electrode ended up in the correct position. The hospital switched to a different frame from another department. There were no problems attaching the support arc. The frame holder was not returned for investigation, but photographic evidence was provided. The dbs misplacement was caused by a use error when docking the frame holder to the frame. This specific use error has never occurred in the past. The dbs probe was re-implanted without causing any bleeding or other injury to the patient. No corrective or preventative determined necessary.

Event description:
The customer reported that a nurse managed to attached the frame holder incorrectly resulting in dbs electrode being misplaced by ~1cm. The position was corrected using a different frame holder.